Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The patient was admitted for surgical treatment due to "thyroglossal duct cyst". During the surgery, the overall process went smoothly. The needle broke during the postoperative skin suturing stage, and the medical team immediately replaced the suture for the patient. The surgery was successfully completed in the end. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - did this event contribute to any patient adverse event? If yes, please explain. - was\were the needle piece(s) retrieved during the same procedure? - what measures were taken to retrieve the broken needle piece(s)? - was there any additional tissue damage as a result of searching for the needle piece(s)? - please provide the lot number. --received information as following from sales rep via phone today. The needle piece(s) did not fall into the patient. This event did not contribute to any patient adverse event, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.